Event description:
Info received indicates the head of bed cannot be raised due to oil leaking from the head cylinder.

Manufacturer narrative:
The technician replaced the head cylinder to repair the bed.